Manufacturer narrative:
G4:05feb2021; b4:08feb2021. The device was received by the philips bench repair and an evaluation was performed by the philips bench technician. The reported issue was confirmed and it was determined that the touchscreen required replacement. The bench technician replaced the touchscreen and the device successfully passed all testing. The device met specification was deemed ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 20nov2020. Date received by manufacturer: 14dec2020.

Event description:
It was reported to philips that the touchscreen has been calibrated several times, and it is not working right. The device was not in clinical use at the time of the event. This issue was found during preventative maintenance.